Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a shaft break and balloon detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous right superficial femoral artery (sfa). The physician experienced difficulty crossing the lesion with multiple non bsc guide wires, resulting in two wires with noted tip damage. After one of the guide wires was able to cross, the 4mm x 40mm x 146cm sterling monorail balloon catheter was inserted into the patient. While advancing the sterling, resistance was met in the mid sfa, prior to reaching the target lesion. The physician decided to perform angioplasty at this location in order to cross to the target lesion and noted 100% stenosis and severe calcification. The balloon was inflated twice to 6 atmospheres in two places in the mid sfa, successfully opening the vessel. However, resistance was met again while attempting to advance the sterling to the target lesion. The physician opted to remove the device and noted no resistance upon removal. When examined outside of the patient, it was noted the shaft was in two pieces and the balloon was no longer attached. Fluoroscopy revealed the balloon remained in the sfa where dilatation was performed. In order to attempt to snare the balloon, the physician dilated the lesion further with a 2x2 non bsc balloon catheter and a 4x4 sterling monorail balloon catheter. A 6x10 non bsc stent was then advanced into the patient, but was unable to cross the lesion. The guide wire was exchanged for an amplatz super stiff guide wire which also was not able to cross the lesion. The procedure ended at this point and further treatment of the original target lesion is being scheduled. There is no intervention scheduled for retrieval of the balloon which remains in the patient at an unknown location. There were no additional patient complications reported and the patient's condition is reported as `good'.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and tactile inspection of the returned device revealed a shaft separation located approximately 107cm from the manifold. The distal shaft which had separated from the returned portion was not received. Dried blood was visible on the outer and inner surfaces of the device. Multiple kinks were observed along the shaft and a hole was noted approximately 5mm from the separation. Examination of the material surrounding the separation, kinks, and hole did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a shaft break and balloon detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous right superficial femoral artery (sfa). The physician experienced difficulty crossing the lesion with multiple non bsc guide wires, resulting in two wires with noted tip damage. After one of the guide wires was able to cross, the 4mm x 40mm x 146cm sterling monorail balloon catheter was inserted into the patient. While advancing the sterling, resistance was met in the mid sfa, prior to reaching the target lesion. The physician decided to perform angioplasty at this location in order to cross to the target lesion and noted 100% stenosis and severe calcification. The balloon was inflated twice to 6 atmospheres in two places in the mid sfa, successfully opening the vessel. However, resistance was met again while attempting to advance the sterling to the target lesion. The physician opted to remove the device and noted no resistance upon removal. When examined outside of the patient, it was noted the shaft was in two pieces and the balloon was no longer attached. Fluoroscopy revealed the balloon remained in the sfa where dilatation was performed. In order to attempt to snare the balloon, the physician dilated the lesion further with a 2x2 non bsc balloon catheter and a 4x4 sterling monorail balloon catheter. A 6x10 non bsc stent was then advanced into the patient, but was unable to cross the lesion. The guide wire was exchanged for an amplatz super stiff guide wire which also was not able to cross the lesion. The procedure ended at this point and further treatment of the original target lesion is being scheduled. There is no intervention scheduled for retrieval of the balloon which remains in the patient at an unknown location. There were no additional patient complications reported and the patient's condition is reported as "good".